Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that he insulin pump had blank display. During trouble shooting customer was advised to remove battery, insert battery alarm was displayed on the screen. The contacts on battery cap were not missing or damaged. The battery compartment was not damaged. The insulin pump had received several battery fail alarms. The insulin pump did not turn on even after reset. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.